Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose was 354 mg/dl during the call. It was also stated that the insulin pump had been alarming no delivery. Troubleshooting was performed for the no delivery alarm and the insulin pump passed the test. In addition, it was stated that the insulin may have been denatured it exposed to very hot temperatures.